Event description:
No new information.

Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Section h codes have been updated.

Event description:
This report summarizes 16 malfunction event(s), where it was reported the devices experienced inadequate patient restraint. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.